Event description:
It was reported that there was leakage at the lead entry sites which was confirmed with imaging with symptoms of swelling. The patient underwent spinal cord stimulation (scs) explant procedure. Product disposed of per facility protocol.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 776203, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7155970, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).